Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H3: device evaluation: customer report was of unknown failure and was unable to confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr allow band was not expanded. X-ray also demonstrated minimal calcification on the host tissue overgrowth encroaching over leaflets 1 and 3 on the inflow aspect. Moderate host tissue overgowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 21mm 11500a aortic valve was explanted after two (2) years, 10 months, due unknown failure mode. The patient also underwent CABG during the procedure. The surgeon noticed a significant amount of infection. The explanted device was replaced with a 21mm non-edwards valve. The patient came off bypass but required an iabp.